Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported random no delivery alarms, insulin flow blocked alerts and damage to the pump. Customer also reports short battery life. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurment test, sleep current measurement test, and occlusion test. Test p-cap locked into the reservoir tube successfully. No insulin flow blocked alarms or rewind anomalies noted during testing. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms or insulin flow blocked alarms were found in the history files on or near the event date. Pump was cut open and found dried insulin in the motor slide, a corroded home switch, and evidence of moisture damage on pcba 1, pcba 2, and motor. The following were noted during visual inspection: battery cap contact missing, cracked case - corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay. In summary, rewind anomaly was not confirmed during testing. Insulin flow blocked alarm during unknown timing was not confirmed during testing. Insulin flow blocked alarm was not found in the pump history download. Cosmetic damage confirmed at the belt clip rails during analysis. Pump passed full drive test. Charge/battery last less than expected was not confirmed during testing and history files. Pump exposed to moisture confirmed on pcba 1, pcba 2, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.